Event description:
In 2008 the patient reported that there is condensation between the insulin cartridge and cartridge compartment of her infusion device. She stated that she last changed her insulin cartridge 2 days ago and she does attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. She was advised to dry the cartridge compartment with a cotton swab and allow to dry for 24 hours. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.